Event description:
The pt reportedly experienced pain with device use. External equipment was exchanged however, this did not resolve the issue. Device testing could not be performed due to pain. Revision surgery is scheduled.

Manufacturer narrative:
The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The device passed both the external visual and photographic imaging inspections. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical tests performed.

Manufacturer narrative:
The device passed both the external visual and photographic imaging inspections. System lock was verified. The device failed some of the electrical performed. The device failed one of the mechanical tests performed. The residual gas analysis result revealed presence of nitrogen above the limit. The failure of this device is attributed to a short at the analog chip. It is believed that the electrostatic discharge (esd) led to an overload voltage, damaging structures on the electrode ground ring node inside the analog integrated chip. This ultimately caused the device to cease functioning. A corrective action has been implemented. In addition, this device had nitrogen that exceeded the test limit. Based on an assessment of the helium leak test data and the dye penetrant data, it is believed that this device was non-hermetic, and that the root cause of the excessive nitrogen was a leak through the feedthru seals. Due to the presence of moisture getter, no signs of moisture were observed.